Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's system was removed on (B)(6) 2021. The device was removed because it was not helping them anymore. The patient noted that the issue occurred probably a couple of years ago.